Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified internal carotid artery. After a 6f non-bsc guide catheter and a non-bsc guidewire crossed the lesion, a non-bsc embolic protection device was deployed as protection. Predilatation was performed and a non-bsc stent was placed into the lesion. A 4.0mmx20mmx135cm sterling balloon catheter was advanced for post-dilation. However, during inflation, it was noted that the balloon did not expand. The device was removed and inflated outside the patient's body but the balloon did not expand and a hole in the balloon was noted. The device was removed and the procedure was completed with a different device. There were no patient complications nor injuries reported.